Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer re-positioned the tubing and cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose level was approximately 400 mg/dl.